Manufacturer narrative:
Returned device was received in good physical condition. During the evaluation of the device, the issue was able to be replicated immediately on start-up. The main board was found to be faulty and upon replacing it, the issue was resolved. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical pump was presenting with a constant alarm and no display. There were no reported adverse events.